Event description:
It was reported that the target lesion was located in the marginal branch with heavy calcification, heavy tortuosity and 100% stenosis. During the placement of a xience v 3.5 x 28 mm stent, a dissection occurred. Another stent (unspecified) was implanted to cover the dissection. The patient outcome was reported to be satisfactory. It was reported that pre-dilatation and post dilatation were performed during the procedure. There was no clinically significant delay in the procedure. There was no adverse patient sequela reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. The reported patient effect of dissection, as listed in the xience v everolimus eluting coronary stent system instructions for use, is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.